Manufacturer narrative:
The cause for the elevated discordant vancomycin patient result is unknown. The customer believes this may be patient sample specific as the samples were (B)(4). No further evaluation of the device is required.

Event description:
An elevated advia centaur xp vancomycin peak result was obtained on a patient sample and was reported to the physician. Customer repeated the sample testing and obtained similar results. A random sample was drawn and tested. The results were also elevated. The physician questioned the results and an aliquot of the random sample was sent to a reference laboratory for testing. The result was what the physician expected. The pharmacy tested the IV bag and the dose in the vancomycin IV was the dose prescribed for the patient. Patient treatment was not prescribed or altered. There was not report of adverse health consequences due to the discordant vancomycin peak result.